Event description:
Independent repair center: short circuit alarming or red light. Per independent repair statement alarming or red light. Key failure was the pc board short circuit. Additional malfunctions was the rexroth valve was stuck and the tie wraps were leaking.